Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he had two infusion sets from the same box in which the quick release came loose from the site and disconnected on their own. One of the infusion set disconnected in the middle of the night and patient's blood glucose level went up to 380 mg/dl. The other incident of disconnection happened again a day before this report. The patient never had this problem. No further information available.